Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing mobile power unit (mpu) alarming when attached and moving around their home. The mpu did not light up with the audible alarm and seemed to alarm when power cord was close to fully extended. The patient was given a loaner mpu until their could be replaced and evaluated.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm on the mobile power unit (mpu) was not confirmed. The reported event of the visual alarm indicators on the mpu not functioning was not confirmed. The heartmate mobile power unit serial #: (B)(6) was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking if log files were available, if the reported alarms have cleared, and if the mobile power unit would be returning; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm on the mobile power unit (mpu) was confirmed via product testing. The heartmate mobile power unit (serial #: (B)(6)) was serviced at the abbott service depot and no log files were submitted. The unit was able to power on and the reported event of loud alarms from the mpu was confirmed. Kinking was observed on the patient cable and alarms would activate whenever the cable was bent or squeezed in this location. A purchase order was forwarded to the customer to complete the repair on the mpu; however, it was communicated that the repair was not needed at this time. The mpu was returned to the customer. The root cause of the reported alarms was determined to be from damage to the patient cable. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.